Event description:
Event description guidant received information that this ventricular lead was surgically abandoned due to a lead fracture, which was observed under fluoroscopy near the clavicle. Additionally, lead impedance measurements were greater than 2500 ohms and thresholds were also high.